Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a wallflex biliary stent was used during a esophagogastroduodenoscopy procedure (patient's age, gender and weight are unknown). According to the complainant, the physician placed a wallflex biliary stent in the patient's esophagus to "stage" the esophagus and avoid dilation with a planned removal approximately 4-6 weeks later, followed by implantation of a larger esophageal stent. During removal of the wallflex biliary stent, the physician grasped the nitinol retrieval loop with forceps and the retrieval loop broke, but remained attached to the stent. The procedure was successfully completed with the wallflex fully covered esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Since the initial medwatch report was filed, the device has been evaluated.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a wallflex biliary stent was used during a esophagogastroduodenoscopy procedure. According to the complainant, the physician placed a wallflex biliary stent in the pt's esophagus to "stage" the esophagus and avoid dilation with a planned removal approximately 4-6 weeks later, followed by implantation of a larger esophageal stent. During removal of the wallflex biliary stent, the physician grasped the nitinol retrieval loop with forceps and the retrieval loop broke, but remained attached to the stent. The procedure was successfully completed with the wallflex fully covered esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only a deployed stent was returned for analysis. A visual examination of the stent found that the stent retrieval wire loop had broken. A labeling review identified that the device was not used per the wallflex biliary directions for use (dfu). This stent was implanted to treat a benign stricture in the esophagus with the intention of removing the stent 4 to 6 weeks later. The wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms. It is contraindicated for placement in strictures caused by benign tumors. In addition, no warranty is made with regard to removability of this device. The most probable root cause is user error as the device was not used in accordance with the dfu. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.